Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing of noise in all three sensing vectors. Testing of the system was able to recreate noise when the patient was making twisting and lifting motions. Noise couldn't be induced with electrode manipulation at either the secondary or primary sensing vectors. X-rays have been taken and additional information provided from the field indicated surgical intervention was later performed and the s-ICD was explanted and will be returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing of noise in all three sensing vectors. Testing of the system was able to recreate noise when the patient was making twisting and lifting motions. Noise couldn't be induced with electrode manipulation at either the secondary or primary sensing vectors. X-rays have been taken and additional information provided from the field indicated surgical intervention was later performed and the s-ICD was explanted and will be returned for analysis. No additional adverse patient effects were reported.